Event description:
The lead was returned to allow for reliability analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned with stylet fully stuck. The spiral fixation (tip region of lead) was relaxed (straightening out of shape a bit). This could be from several stretches noted in the outer coil along the region of the spiral. This damage could be result of removal of lead at explant. No damage (separation) in lead at proximal end was observed. Further testing confirmed the lead to be electrically continuous.

Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead experienced diaphragmatic stimulation. Device programming did not resolve the observation. It was suspected that the lead had pulled back. A revision procedure was performed and the lv lead was explanted, as a stylet was not successfully passed through this lead. Upon explant, a separation in the lead near the proximal end was observed. The physician also noted that the lead had been hung up on some patient tissue. No adverse patient effects were reported during the procedure.